Manufacturer narrative:
Additional information was received on (B)(6) 2020, two devices were in route with attached paperwork with lot number: 5535725 and lot number: 270806 catalogs:3503751bc. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device 5535725 number, and no non-conformances were identified. Manufacturing date: 05/27/2004 expiration date: 05/26/2009 a manufacturing record evaluation was performed for the finished device 270806 number, and no non-conformance's were identified. Manufacturing date: 11/1/2003 expiration date: 11/30/2008 manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/5/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with shell abrasion. A rupture was observed within the shell abrasion, measuring approximately 2.1 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision surgery with an unspecified smooth gel breast implant experienced right sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.